Manufacturer narrative:
Additional information was received that the three level fusion procedure was the reason for patient¿s explant procedure and was not procedure related to the device.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.